Event description:
It was reported that patient experienced discomfort in scrotum due to the inflatable penile prosthesis (ipp) pump was high-riding. The pump was not hanging low enough for the patient to operate comfortably. New pump was spliced into existing cylinders for lower scrotal positioning. Only pump was explanted and replaced.